Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient underwent a MRI exam and the device was found in bvvi mode following the exam. The device was not set to the proper mode prior to the exam as a result of use error. The device was reloaded and normal device function was restore. The patient did not experience any adverse consequences due to this event.